Event description:
The ge oec 9800 fluoroscopy system had lock-up issues. Cine playback would intermittently lock the system up, requiring a reboot to continue.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupt hard drive that was removed and replaced with the software and calibration files re-loaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.